Event description:
It was reported that a malfunction occurred on a customer's pump. There was no adverse impact to the customer's blood glucose level. A technical support representative assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report any future malfunctions.